Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-test. No back light anomaly noted. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump connected to the minimed mobile app successfully on both android and ios. Pump and test transmitter/sensor calibrated successfully. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 06/02/2024 22:50:00.000 in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No power errors noted and passed all required testing. Confirmed the pump communicated with the minimed mobile app. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No bight light anomaly noted. Pump received with the back lighting functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication pump to transmitter, back light anomaly, unexpected battery power loss, no communication pump to mobile, lost sensor alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884, mmt-6102, mmt-7040a, mmt-7841zn. Troubleshooting was performed. And customer reported, a backlight anomaly, a loss of communication between the transmitter and the pump, unexpected power loss. No harm requiring medical intervention was reported. No product return is required for mmt-1884, no product return is required for mmt-6102, no product return is required for mmt-7040a, no product return is required for mmt-7841zn.